Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by an affiliate, a 2 x 6mm and a 2 x 4mm deltaplush cerecyte coil (cpl 10020630/c19566 and cpl10020430/c18188) could not be pushed into the prowler lp es. The introducer was fully seated in the hub of the microcatheter, but the coils did not exit the end of the introducer sheath. Subsequent coils went thru the same microcatheter smoothly. The devices were used and prepped as per the IFU. Additional information was received on (B)(6) 2014 indicating that the coil and introducer were damaged. The affiliate confirmed that damage occurred during the procedure. The device was returned for analysis. As viewed through the returned packaging, which was the hoop from the original packaging, the device positioning unit (dpu) and introducer sheath were returned separated with the severed coil observed to be outside the sheath. The exact circumstances that produced this damage cannot be determined. Located 57.0 centimeters off the distal tip of the green introducer, the coil was found severed and protruding outside the sheath .the coil was found to have been severed off the distal tip of the dpu with the proximal section of the coil still attached to the detachment fiber .there is coil stretching, buckling, and compression damage at the protrusion site and inside the introducer sheath. The fracture of the coil is ductile in nature requiring external force. No material defects were found. The coil¿s socket ring was pushed against the outer sheath causing proximal compression damage. Located on the top proximal end of the resheathing in the open cutout section, the v notch has been fractured. A portion of the sheath is protruding through the fracture. The locking mechanism has compression and stretching damage. Located 4.5 centimeters off the proximal end of the sheath, and distal to the locking mechanism is a section of mechanical sheath damage that opened up the skive. This damage is most likely related to the unsheathing difficulty. The most likely contributing factor to the coils inability to be advanced inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action can produce significant resistance which may have caused the core wire and the coil to protrude outside the sheath, the coils stretching, buckling, and compression damage, and the possible severing of the coil. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the prowler select lpes microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to advance the coil out of the introducer was confirmed and was most likely related to the introducer and coil damage found during analysis. Product handling factors (unsheathing), may have contributed to the introducer and coil damage and is addressed in the IFU. There was no information in the product analysis or review of manufacturing documentation to indicate there were any design or manufacturing issues related to the complaint; therefore, no corrective actions will be taken at this time. This is an initial/final MDR. This is 1 of 2 MDR's associated with (B)(4).

Event description:
As reported by an affiliate, a 2 x 6mm and a 2 x 4mm deltaplush cerecyte coil (cpl 10020630/c19566 and cpl10020430/c18188) could not be pushed into the prowler lp es. The introducer was fully seated in the hub of the microcatheter, but the coils did not exit the end of the introducer sheath. The actual coils did not appear damaged. Subsequent coils went thru the same microcatheter smoothly. The devices were used and prepped as per the IFU. Additional information received from (B)(6) on (B)(6) 2014 indicated that the coil and introducer were damaged.